Event description:
The part (p/n g6000737) for the top case of the medfusion syringe pump model 3500 is constantly cracking in the same spot on all the syringe pumps. The spot is right where the tubing goes towards the patient on the right of the pump. Every time we do a yearly check we are replacing at least 70 percent of the cases because of the cracks in the plastic and this spot is highly likely to be the problem area. This problem was even found on brand new parts. Awaiting replacements for those parts.we believe that fluids (human and/or cleaning sprays) can get inside, and it is a place that harbors bacteria, grime, and foreign items because it cannot be cleaned as efficiently as a smooth surface. Another reason is that the cracked case can cause injury to the operator because of the rough edges. This is causing premature failures of components inside, an increase in infections, and injuries to staff and/or patients.